Event description:
Unomedical reference number (B)(4). Event occurred in france it was reported that patient faced infusion set tape not sticking event on (B)(6) 2024. The infusion set of the patient does not adhere longer, and the patient had to change it earlier than the 7 days expected. No further information available.

Manufacturer narrative:
(B)(6).